Manufacturer narrative:
Add'l info has been requested. Device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.

Event description:
During a zygoma procedure, the surgeon had three of the ti matrixmidface screw self-drilling 5mm heads break. Reportedly, the patient's bone was normal bone quality, the surgeon pre-drilled the holes and upon final tightening, the heads fragmented into 5-6 pieces. The pieces were retrieved from the pt and the shafts were left in the bone. The surgeon moved the plate to complete the procedure. This report is #1 of 3 for the same event.